Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with the lowest blood glucose around 50 mg/dl and subsequent recovery after consuming food; the user also reported intermittent sensor connectivity earlier in the day and later returned to target range. Symptoms included nausea and a slight headache. Outcomes included transient hypoglycemia without the need for outside assistance or medical intervention. Investigation included user follow-up, review of available device and glucose information, and troubleshooting and education. Investigation of this case revealed hypoglycemia with an unclear cause and a report of sensor connection issues, though the device alerted to the low glucose and the event was corrected with oral carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury. Added health effect, clinical code(s) e0116 (headache) and e1020 (nausea).